Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board was replaced to address a "service required" alarm condition. During further testing at the third party service center, the sensor board was replaced to address an additional service required alarm condition.